Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was running with all drawers and doors closed, but a failure icon was present. A field service engineer (fse) rebooted the station, drawers 5.2 and 6.1 cubies remained failed. The fse shut down the station, unplugged power, and reseated cables in the back panel. Rebooted again and found drawer 6 extending too far. The fse removed it and replaced the slide bumpers. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure and a sensor issue at the back of the pyxis. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.